Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician pre-dilated the rca and then proceeded to stent the lesion. The 4.0 x 12 express2 was advanced to the lesion but was unable to cross. The stent was pulled back and stripped off the delivery device prior to deployment. The stent was captured with a small balloon and the stent was deployed in the proximal rca. The target lesion was distal to where the stent was placed so the physician went back and covered it with a vision stent.